Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was inadvertently set to the emergency asynchronous mode. The emergency mode button was accidently pressed. The epg remains in service. No patient complications have been reported as a result of this event.